Event description:
It was reported that the patient experienced recurring incontinence after an inflatable penile prosthesis (ipp) was implanted. A revision surgery was performed and the artificial urinary sphincter (aus) balloon and cuff were removed and replaced. There were no patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.